Event description:
The patient contacted animas on (B)(6) 2012 alleging that for the past year, the audio bolus button required multiple hard presses to evoke a response. The patient continues to wear the pump. The patient denied trauma or moisture to the pump. The patient reportedly wears the pump in a pocket and cleans the pump with a toothbrush. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.